Event description:
It was reported when the devices were used during a laparoscopic inguinal hernia, the clips would not stay secure on the tissue and were falling off. Another device was used to complete the case. There was no consequence to the patient.